Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported she was having a problem with the device, "apparently it has shifted" because she was having pain down the left leg. The patient thinks it is on the sciatic nerve, because it hurts and she could not even walk. The patient stated she has never experienced this in the past. The patient reported she called her managing hcp and he told her to call manufacturer. The patient reports she was not able to get an appointment with managing hcp until thursday. The patient confirmed she was able to turn off and will monitor symptoms. The patient stated it was sometimes in (B)(6) after implant (implanted date is (B)(6) 2016).the indications for use for this patient were gastrointestinal/pelvic floor.

Event description:
Additional information received from the patient's son reported that the patient's legs were hurting so the patient turned the stimulator off last night. The pain did not go away when the patient turned the stimulator off. They thought maybe it was a nerve causing the pain. The patient had an appointment with the doctor on (B)(6) 2016. The issue started about 2-3 weeks ago in 2016

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.